Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive for the alleged filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4(expiry date: 10/2017),g4 h11: h6(method),h6(conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient with history of deep vein thrombosis and contraindication to anticoagulation due to noncompliance was scheduled for inferior vena cava (ivc) filter placement. The right internal jugular vein was accessed and a retrievable filter (argon) was placed; however, upon deployment, the distal portion of the filter jumped distally and the filter tilted. An attempt was made to redeploy the filter; however, the limbs appeared to become intertwined and did not deploy properly. The filter was removed and a new retrievable filter (bard) was deployed just below the renal veins. After removal of the first vena cava filter, there was evidence of extravasation. Subsequent venogram for placement of the second filter did not demonstrate further extravasation. Completion venogram did not demonstrate a significant extravasation. The patient was discharged approximately one day post filter deployment. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. A denali filter was deployed after a previous filter (argon option elite) did not properly deploy. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilted filter as no objective evidence has been provided to confirm any alleged deficiency with the denali filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.